Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of did not function could not be confirmed. The device pass all tests and no problems were observed. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from USA stating that the device did not function during surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There is no additional information provided.